Event description:
Received a voluntary medwatch form from the customer which states, "18 gauge touhy needle being used for epidural, broke at midshaft. Needle removed in o.r. Following delivery of baby. No known complications following needle removal." Upon further query with the customer, the following information was obtained: the pt was in the delivery stage of their pregnancy. After delivery of the baby, the pt was then taken to the operating room for removal of the touhy needle piece. The pt did not experience any symptoms such as numbness or tingling. It was unknown to the reporter if another epidural catheter was placed. It was also unknown if the physician, while placing the needle, had any difficulties and if the piece was retrieved from the epidural space or adipose tissue. The pt was discharged without further incident. No report of adverse patient effect. Additional patient info was requested, but no further info was available.